Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/21/2016; the fse confirmed a leak from the aspirate probe caused by debris in tubing through valve lv8; the tubing was replaced resolving the event. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported finding an uncontained leak of about 5 ml of clear fluid under the front side of a coulter ac·t diff analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles, and a lab coat when the leak was discovered; there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.